Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient presented with no auditory response to stimulation. Intraoperative x-ray reportedly indicated full insertion. CT imaging confirmed the electrode array was located in the middle ear space. The recipient is not currently using the device. Revision surgery is scheduled.